Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the needle was returned and primary analysis revealed damaged accessory and apparent damage at implant. The needle shaft is bent near the hub, guidewire returned will not pass thru the bent area. Photograph taken of the bent needle. Blood is visible on needle. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the needle was returned and primary analysis revealed damaged accessory and apparent damage at implant. The needle shaft is bent near the hub, guidewire returned will not pass thru the bent area. Photograph taken of the bent needle. Blood is visible on needle. Evaluation summary: (B)(4): no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the needle is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies were found.

Event description:
It was reported that during the implant the needle would not let the introducer wire pass through. No patient complications were reported as a result of this event.